Event description:
The customer reported that the ventilator went vent inop while in patient use and alarmed. Customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a power failure of the ventilator occurred. The service technician replaced the power switch as a precautionary measure. Extended self testing (est) was performed and passed per operating specifications.